Event description:
Customer reports back to back testing on the same meter using the aviva system with results of: 300mg/dl, 118mg/dl, and 142 mg/dl, 323 mg/dl and 118 mg/dl, 323 mg/dl, 118mg/dl and 147 mg/dl. No controls were run. No adverse event was reported. A request was made for return of the suspect product and a replacement was sent.